Event description:
The remote monitor was returned with no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis found the assembly to be out of specification electrically and that the device would not start an interrogation. Vendor analysis showed that this was due to a defective component in the integrated circuit.